Event description:
(B)(6) study. It was reported that post a stenting treatment procedure, a myocardial infarction occurred. (B)(6), 2010- the patient received a 12x2.25mm taxus liberte stent to treat a target lesion with unknown characteristics in an unknown anatomy location. The procedure was completed with this device. (B)(6), 2011- the patient was diagnosed with a myocardial infarction with recurrent ischemic symptoms lasting 10 minutes or more and cardiac enzymes were tested. No other patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).